Event description:
Revision surgery was performed on (B)(6) 2026 due to dislocation. Patient clinical history summary is the following: (B)(6) 2025: original surgery with smr humeral components (finned stem dia. 19 mm l. 80mm pn 1304.15.190; 140° humeral body reverse pn 1352.15.011; extension for humeral reverse body pn 1352.15.001; smr reverse liner +3mm pn 1360.50.815) and djo altivate glenoid components. (B)(6) 2026: revision surgery for humeral stem loosening (previously reported with reference MFR. 3008021110-2026-00183) was performed to replace all existing components with new ones (on the humeral side the above mentioned components were replaced with finned stem dia. 20 mm l. 80mm pn 1304.15.200; 140° humeral body reverse pn 1352.15.011, lot 2535453, sterilization (B)(6); and smr reverse liner +6mm pn 1360.50.820, lot 25at1ab, sterilization (B)(6)). (B)(6) 2026: revision surgery for shoulder dislocation (hereby reported) was performed replacing the above mentioned 140° humeral body reverse and smr reverse liner +6mm with new extension for humeral reverse body (pn 1352.15.001), 140° humeral body finned reverse (pn 1352.15.051) and smr reverse liner standard (pn 1360.50.810). (B)(6) 2026: revision surgery for shoulder dislocation (reported with reference MFR. 3008021110-2026-00201) was performed replacing the recently implanted extension for humeral reverse body, 140° humeral body finned reverse and smr reverse liner standard with new components (extension for humeral reverse body pn 1352.15.001, humeral body finned reverse pn 1352.15.050 and smr reverse liner retentive +6mm dia40mm pn 1365.50.821). In all surgeries the djo altivate glenospheres were replaced as well. Patient is male, date of birth (B)(6) 1961. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing and sterilization records of involved batches did not identify any pre-existing anomaly or non-conformity that could have contributed to reported issue.the manufacturer will provide a final report as soon as the investigation is completed.